Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H6: type of investigation, analysis of images and labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant detaches from both leaflets into vasculature (post procedure) was confirmed with objective evidence. There was no allegation or indication that a device malfunction contributed to this adverse event. The video provided showed the implant in the descending aorta but no intra-procedural imaging was returned for review. Information received confirmed, there were no challenges grasping for all three devices and no calcification or indentations/clefts. However, there is insufficient available information to suggest a likely root cause. Therefore, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per the report received from lebanon, edwards received notification of a pascal precision procedure in mitral position. Approximately five (5) months post-procedure, a full device detachment occurred. There was no calcification, indentation or clefts. During procedure, a total of three pascal devices were implanted: first device was implanted in anterior-posterior position (a2-p2), second device on the medial side of the first one, and third device on the lateral side of the first one. There was no grasping challenges for any. Approximately five (5) months post-procedure the patient presented with symptoms. Echocardiography revealed that the second device implanted was fully detached, remaining in the descending aorta. The patient subsequently underwent surgery in a different hospital to remove the device, and has made a full recovery.

Manufacturer narrative:
This is MDR 2 of 2 for this event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.